Event description:
Upon insertion of IV needle with good blood return the catheter was advanced but met with much resistance. Therefore it was immediately withdrawn and a rough edge was noted on the tip of the catheter. This was immediately reported to charge nurse. Catheter saved and bagged for risk management.